Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The manufacturing number is (B)(4).

Event description:
It was reported via clinical trial patient (B)(4) experience, new dyspareunia. Relationship to study device: unlikely. On (B)(6) 2026, it was reported that the patient need medical intervention.

Manufacturer narrative:
Additional information d4, h4, h6, h11. "An analysis of the product could not be performed since a physical sample was not received for evaluation. "A manufacturing record evaluation was performed for the finished lot number 3944824 (product code 810041b), and no non-conformances / manufacturing irregularities were identified. Expiration date: 31.mar.2027. Manufacturing date: 18.apr.2024". As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable." The internal complaint number is (B)(4).